Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.